Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch:7070858.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein the lead was supposed to be pulled back to its original position, however, the physician was unable to and opted for the lead to be replaced. The patient was doing well postoperatively and the explanted lead was not returned as it was discarded by the medical facility.